Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of pain is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced several issues, including the pump bulb going flat and not inflating the device, and the deflate button not functioning properly. The patient also reported pain in the shaft when the device does inflate. There were no further patient complications reported.